Event description:
Tip of handle arthroscopy probe broke off in right knee. Fluoroscan of right knee taken to locate tip. Tip removed. Another fluroscan post-removal. Xray taken in recovery. All pieces accounted for acufex denies it is their product. All records show probes only bought from acufex.